Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Customer provided age range of patient to be between 45 to 64 years old.

Event description:
It was reported from the cardiac care unit (ccu) that vasopressin in 100ml of dextrose 5% in water (d5w) was programmed to be infused at 0.04units/minute (6ml/hour) and initiated at 2245. At 2350, it was noted that the entire bag of vasopressin was emptied and the pump module continued to read at 0.04units/minute (6ml/hour). There was no apparent harm to the patient. Due to the event, the module was changed and inspected. The module passed the infusion pump flowrate accuracy twice (within specification) and on the on the third test, failed (double expected volume [volume to be infused (vtbi)] was delivered).

Manufacturer narrative:
The customer¿s report of over infusion was not confirmed. Physical inspection noted the device to be fair condition with the instrument seal broken. Door latch spring observed cut too long. Platen observed cracked and separated at the upper hinge. Crush marks observed at the upper fitment of the tube guide. The customer did not provide the pcu, pcu logs or a dataset; the medication and some key programming parameters could not be determined. Review of the suspect device error log showed no errors were recorded on the reported event date. Review of the suspect device event log showed, prior to the reported event date, the suspect device was attached to pcu (sn: (B)(6)) as channel a on (B)(6) 2020 at 7:47 pm. On (B)(6) 2020 at 10:57 pm, the suspect device was selected and programmed an infusion of an unknown medication at a rate of 6 ml/hr (vtbi= 45 ml). At 11:51 pm, the infusion was paused and the device was channeled off. No obvious programming errors were observed. The event administration set was not returned for investigation. Testing showed the device was delivering IV fluids within specification. Inspection of the device showed a cracked platen hinge. Previous investigations have found cracked and separated platen upper hinge posts can lead to unregulated flow, depending on the placement of the platen when the door is closed. Inspection of the devices found no anomalies with the pumping mechanism. The probable cause of the customer¿s report of an over infusion is likely due to a broken upper platen post. Depending on the placement of the platen when the door is closed, the cracked platen hinge could result in intermittent accuracy issues. Device history review: review of the source device (sn: (B)(6)) service history record showed the device had a manufacture date of (18jan2013). A review of the device service history record was performed beginning from the date of manufacture to the present date (05oct2020) and indicated that this device has been previously returned one (1) time for the following service: (05dec2019) lvp bezel post recall: bezel assembly has been replaced to complete the remediation. Pm was performed and all tests passed. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from the cardiac care unit (ccu) that vasopressin in 100ml of dextrose 5% in water (d5w) was programmed to be infused at 0.04units/minute (6ml/hour) and initiated at 2245. At 2350, it was noted that the entire bag of vasopressin was emptied and the pump module continued to read at 0.04units/minute (6ml/hour). There was no apparent harm to the patient. Due to the event, the module was changed and inspected. The module passed the infusion pump flowrate accuracy twice (within specification) and on the on the third test, failed (double expected volume [volume to be infused (vtbi)] was delivered).